Event description:
It was reported that there was an error: 1261. It sounded before the self-test started after setting up the battery. The fault occurred while checking before use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. The event history log was unable to be reviewed due to an error code upon start up. Functional testing was able to duplicate the reported problem. It was determined a possible defective main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.